Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00388 on 25-oct-2019. Additional information: (06-nov-2019): siemens completed the investigation and the issue was determined to be an isolated case. Siemens notified the local service team to verify that there are no obstructions preventing the sample from returning to the main track. There is a device that ensures samples are actively returned from the buffer to the main track and this device should be serviced as necessary. The investigation determined no potential product non-conformance. The customer is operational. The device is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center to report that a delay in troponin (tni) testing and reporting of results for three patient samples was observed on an advia labcell instrument. The cause for the delay of testing and reporting of tni results is unknown. Siemens is investigating the issue.

Event description:
The customer contacted a siemens customer care center to report that a delay in troponin (tni) testing and reporting of results for three patient samples was observed on an advia labcell instrument. The customer stated that the delay was related to a track issue at the puck interface merge assembly position on the instrument. The issue caused the sample to remain at the advia 2400 (2) station and remain there until it was pushed to the track by a following sample, resulting in an approximate 45-minute delay in tni reporting. It is unknown whether the three samples were from the same patient or three individual patients. No repeat testing was performed as it was only an issue with delayed testing and reporting. There are no reports of patient intervention or adverse health consequences due to the delayed testing and reporting of tni results.